Event description:
Rptr had implants for reconstruction in 1985. It became necessary to have them explanted because she was (and still is) experiencing arthritic problems (a non-existent disease in her family) in her hands, feet & legs, she is always fatigued & suffers from insomnia, dry eyes & dry mouth. Upon examination it was discovered one implant had ruptured.